Event description:
Reporter indicated a vns therapy pt presented with painful stimulation and was no longer able to perceive stimulation. The pt experienced an increase in seizures, which was higher than pre-vns baseline and magnet activations did not abort the seizures. A normal mode diagnostic test revealed high impedance. The vns was disabled. The pt did not experience trauma or manipulation of the device. The pt underwent vns therapy system replacement surgery. A pre-operative system diagnostic test also yielded high impedance. Good faith attempts to obtain additional info have been unsuccessful to date.